Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the cannula dislodged due to adhesive issues. She stated that the adhesive was hanging on and the cannula was coming out. She had noticed his blood glucose levels increasing, reaching approximately the 300's mg/dl, while wearing the pod on his arm for between 36 and 48 hours. Treatment included trying to give him more insulin and giving him water.

Manufacturer narrative:
The returned device was evaluated and no issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Due to the adhesive pad having been worn, the original state of the adhesive pad could not be determined. The device was found to have generated an alarm due to a communication error between the pod and the pdm (personal diabetes manager). The cause of the communication error could not be determined.